Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with backup vvi mode. The patient experienced stroke and it was unknown that the event was device related. A firmware download and a capacitor maintenance were performed successfully. No further information is available.